Event description:
Following the implant procedure, a loss of capture occurred on the left ventricular channel during manual threshold tests. Abbott technical support was contacted and noted the loss of capture was related to a software anomaly of the merlin programmer. Another manual threshold test was run the following day and no further loss of capture was observed. The patient was in stable condition.